Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the insertion of the philos implant on an unknown date, the surgeon used the philos aiming device. The implant broke the first screw which slipped between the philos aiming device and the implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. Investigation showed that there was an incorrect connection screw used to fix the aiming device onto the plate. The a2 mark on top of the screw seems to be the inox screw which is threaded for the whole length. The original screw has thread just on the first 2.5 mm. The incorrect screw, with the thread on the whole length, had the effect that instead of tightening the aiming device on the implant, the screw was just tightened at the top of the aiming device. This would leave the aiming device loose on the plate. More force was applied until the screw head broke off. The source of the incorrect screw is unknown. The manufacturing documents show it was manufactured in 2009 according to the specification and that the correct screw was inserted into the aiming device at this time.